Event description:
Additional information was received, indicating a hematoma was observed below the device during the left ventricular lead revision procedure. The site was drained and the patient was in stable condition.

Event description:
A hematoma was observed below the device after a revision procedure of the left ventricular lead due to dislodgement. On (B)(6) 2017, the site was drained and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high pacing threshold was observed on the left ventricular (lv) lead and diagnostic imaging revealed the lv lead had micro-dislodged. The lv lead was repositioned to resolve the event and the patient was in stable condition.